Event description:
Caller reported a malfunction on the pump, indicated by malfunction code 9, with fault ID 0x20f1. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The malfunction code was resettable, and the customer planned to follow up as they did not have charging supplies.